Event description:
It was reported that during an inspection the device's front gasket was found to be damaged. During functional inspection it was found that the u.I. Is corroded and the handpiece not locking up.